Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing dizziness. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise and failure to capture. The lead was explanted and replaced. The patient was in stable condition.